Event description:
On (B)(6) 2024, a patient underwent port placement procedure using the powerport isp MRI with access via the right subclavian vein and the port implanted on the right chest wall. On (B)(6) 2025, during routine hospital maintenance, resistance was encountered during aspiration and there were issues in infusion. Subsequent dsa angiography confirmed catheter rupture clear leakage. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; one x-ray video was provided for review. The video depicts the device having been placed via right subclavian access. The distal catheter forms a loop; its tip does not extend into the right atrium. Contrast being infused into the port. Extravasation of contrast is noted from the middle segment of the catheter. Therefore, the investigation is confirmed for the reported catheter fracture, leak, suction, flushing and identified deformation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent port placement procedure using the powerport isp MRI with access via the right subclavian vein and the port implanted on the right chest wall. On (B)(6) 2025, 3 years 1 months and 6 days post procedure, during routine hospital maintenance, resistance was encountered during aspiration and there were issues in infusion. Subsequent dsa angiography confirmed catheter rupture and clear leakage. The procedure was completed using another device. There was no reported patient injury.